Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported poor outcomes following refractive treatment. Additional information received indicating the patient was treated with the wrong axis due to a data entry error which resulted in an under correction. This treatment was for an enhancement following an issue in the initial surgery with the pachymetry measurements.

Manufacturer narrative:
A review of the logfile for the treatment day shows the laser was working as intended without any problem. The logfile review shows the patient was treated with the refraction sphere -1.00, cylinder +1.25, axis 25 that also showed in treatments report. The patients correction should have been sphere -1.00, cylinder +1.50, axis 125. Thus, the root cause is that the user entered wrong axis into laser. The root cause is user error. The manufacturer internal reference number is: (B)(4).